Manufacturer narrative:
Correction provided in section h.10. Additional information provided h.3., h.6., h.11. The account indicated the use of a qualified associated cartridge and handpiece with a non-qualified viscoelastic. Information was provided that the patient had prior lasik surgery and that the issue was related to "stacking" of post lasik corneal aberrations. It was reported that no there were no product issues during or after case. Based on the information provided, the event does not appear to be related to the product. The product has not been received to evaluate. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Additional information was provided that the company specific model with 17.5 diopter, (1.5 extended depth of focus) lens was replaced with a non-company, 17.0 diopter, company specific lens model. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision, glare and streaking in different lighting. Iol was exchanged for non-company lens model 28 days after the initial implant procedure. Clinical reason for explant was reported as stacking of post lasik corneal aberration with company iol aberration. There are two medical device reports associated with this patient. This report is associated with the right eye. Additional information has been received and stated that there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).